Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that there was no capture at maximum output on the right atrial (ra) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.